Manufacturer narrative:
UDI : (B)(4). Microsensor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the issue of the complaint has not been confirmed: the catheter was evaluated and the catheter passed all testing performed. The root cause of the issue reported by customer could be determined as the device worked correctly. However, the possible root causes of the defect reported by the customer could be due to design allows for operator misconnection or incorrect connection ; incorrect pin allocation ; connector is damaged after too many cycles of connection / disconnection (poor component choice) ; cable breaks after too many flex cycles (poor material choice) ; cable disconnects too easily or no locking mechanism ; poor material control.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a placed sensor in or on the (B)(6) 2019, the cerelink sensor all went well. 2-3 hours after sensor failure and/or cable failure out. The physician switched units and cables out but no change. Tried another sensor with both units and cables and it was worked. The physician reconnected patient sensor again, it worked where we no longer got an error however the icp number was negative which wasn't in line w the patients status prior. The doctor decided to see how things go overnight. The surgeon removed sensor and checked it, it had a normal zero point after removal. On (B)(6) 2019, additional information received. The patient is at baseline and there was no harm caused to the patient, the impact to the patient was concern that this was not a valid trial due to odd reading received for a period of 5 hours. There was no delay in surgery. The trial was completed and was monitored for 48 hours. The concern was with the 5 hour period where the sensor was reading extremely negative numbers, and then would not work with two different monitors for extended period of time.